Event description:
Device diagnostic testing at office visit (both systems diagnostic and normal mode) resulted in high lead impedance reading (dc-dc code 7 and limit). Indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient underwent lead replacement surgery, reportedly due to lead break. Intraoperative device diagnostic testing after the replacement lead was connected to the original generator was within normal limits, indicating proper device function. No serious injury was reported in conjunction with the apparent lead discontinuity.